Event description:
It was reported that there was an error causing an inability to initiate mechanical ventilation. There was no patient injury.

Manufacturer narrative:
Service will be performed by hospital employee or contractor. A ge healthcare service representative recommended the flow sensor to be replaced to resolve the issue. Block a: patient information could not be obtained due to country privacy laws. Block d4: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.